Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the pacemaker (pm) failed to pace effectively. The physician attempted to disconnect the leads for further evaluation; however, the lead could not be removed from the header. This pm was not used, and the physician completed the procedure using a different pm. The patient condition was stable.

Event description:
New information received noted that the pm did not provide any pacing and loss of capture was noted.